Event description:
Attorney alleges plaintiff's doctor performed a biopsy in march, 1998 and concluded that the implant had leaked. Attorney also alleges plaintiff was injured and continues so in her health, strength and activity, which injuries have caused plaintiff mental, physical and emotional pain and suffering, including but not limited to gross facial disfigurement and scarring. Plaintiff is informed that her injuries are permanent in character and she will continue to experience pain and suffering in the future.